Manufacturer narrative:
(B)(4). Damaged shrouds. Eval summary: the analysis results found that one device was returned with the shrouds open and with no cartridge loaded on the device. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the shroud became damaged; it should be noted that a 100% inspections take place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device would not fire. Another device was used to complete the procedure. There was no pt consequence.